Manufacturer narrative:
Upon receipt of user facility medwatch report number mw5093104 on 3/10/2020, we reviewed our service history and confirmed the event described in the user facility medwatch is the same event which was reported. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the cmax surgical table and found that wire from the battery fuse assembly was damaged. The user facility has opted to not repair the surgical table at this time and the table currently remains out of service. The cmax surgical table was placed into service in 2009 making it approximately 11 years old and is serviced and maintained by the user facility. The user facility did not disclose when the last preventive maintenance was completed for the table. The steris service technician counseled the user facility on the importance of regular preventive maintenance on their steris products. No additional issues have been reported.

Event description:
The user facility reported that after smelling smoke from the hallway, an employee found that their cmax surgical table had caught fire. A patient was not present on the table during the time of the reported event. No report of injury.